Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 25 mm in diameter. The left common iliac artery was 35 mm in diameter and the right common iliac artery was 22 mm in diameter. It was reported that the patient was admitted to the hospital for abdominal pain. A CT scan showed a distal type 1 endoleak. The left stent graft limb was about 1cm into left common artery that was aneurysmal and measuring 3.5 cm in diameter. It is unknown if there was aneurysm enlargement however, the aaa sac measured 5.1 cm. An endurant limb was implanted approximately 1 cm low in gate on purpose and into left external artery. Another manufacturer¿s self-expanding stent was deployed 2cm within the endurant stent graft and 2 cm into external artery due to narrowing of plaque (approximately 70% stenosis) and post dilated with pta balloons. The distal type I endoleak was resolved. It was also noted that the aneurx migrated and was approximately 12-15 mm below the lowest renal artery but had good seal and no endoleak was identified so the physician decided to monitor the patient. No clinical sequelae were reported and the patient is fine. Film analysis review: review of returned films 6 years post-implant show that the bifurcate is 1 - 2 cm below the renals. The aortic ID (flow lumen) at the renals was 19x20mm. The proximal od of the stent graft is 28mm. There is no endoleak seen. The ipsilateral limb and extension was positioned into the right common iliac. The contra limb was positioned within the left common iliac artery aneurysm, which measured 3.5cm in diameter, and there was a distal type I endoleak. The aaa max diameter was 5.2cm. Both limbs were patent with little angulation. Earlier post-implant images were not returned; it is likely that the proximal migration and distal type I endoleak were attributed to disease progression.

Manufacturer narrative:
(B)(4). Method: film. Results: migration. Disease progression. Conclusion: migration. Disease progression.